Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient passed away and the caller wants to know what to do with device. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device will not be returned to the manufacturer for evaluation and has been discarded. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.